Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device came apart while in use with a handpiece device and another attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was came apart was confirmed. An assessment was performed and it was observed that the device had come apart. During repair it was observed it was observed that the gears, bearings, and internal parts had excessive corrosion. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.